Manufacturer narrative:
The event date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported they have been reading consumer reports and these reports have said that the "device has shown to be glitchy and uns table". No patient symptoms were reported.